Event description:
After implant was completed during standard post-operative imaging, the physician discovered an asymptomatic pneumothorax. Physician inserted a chest tube to treat the pneumothorax. This resolved the issue.